Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered heart block and cardiac arrest requiring cardiopulmonary resuscitation (CPR). During a right-sided atrial flutter case, it was noticed that the patient coded. When the physician was first inserting the thermocool® smart touch® sf bi-directional navigation catheter into the patient, the physician believes that he "nicked" the right bundle in the heart. The patient was already in left frontal block, and the patient then went into heart block, and code was called for the patient. No mapping had been performed at this point in the procedure. The patient received CPR, and stable rhythm was restored in the patient. The procedure was then canceled. The physician believes none of the bwi products in use were the cause of the issue. It is unknown whether the patient is stable condition. It was unknown specifically how the heart block was discovered, but the caller believes that the heart block was discovered via the EKG signals.

Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information about the patient and event. The patient was reported as ¿male¿ born on (B)(6) 1939. According to the physician, the patient was very sick and in left bundle block when they came in. The fellow put catheters up and that is when the adverse event occurred. CPR was preformed until a stable sinus rhythm was obtained, a code yellow was called but then cancelled once the patient was in a stable rhythm. The patient left the lab in a stable rhythm. It is not known if the patient required extended hospitalization, however, it was discovered on (B)(6) 2021 that the patient did pass away. The reason of which is unknown; unrelated to the procedure. The date of death is unknown. No additional details related to the patient death have been received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The name of the physician has been reported as (B)(6), therefore, fields e1. Initial reporter first name and e1. Initial reporter last name have been populated with this information. Manufacturer's ref. # (B)(4).